Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 2239788: (B)(4) items manufactured and released on 17-jan-2023. Expiration date: 2027-12-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: gmk-sphere 02.12.0006l femoral component sphere cemented size 6 l (k121416) lot 2219805: (B)(4) items manufactured and released on 25-nov-2022. Expiration date: 2027-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.0512fl tibial insert fixed sphere flex size 5/12 mm l (k121416) lot 2101705: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 10 days after the primary surgery, the patient came in reporting pain due to tearing of the mcl during the primary and subsequent instability. The surgeon revised the all components from gmk-sphere to gmk-hinge. The surgery was completed successfully.